Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, false upstream occlusion alarms were confirmed. Further evaluation was unable to reproduce the false upstream occlusion alarms. Evaluation found the fluid numbers to be out of specification. The upstream sensor was replaced to correct this issue.